Event description:
It was reported that one day post implant this pacemaker and right atrial (ra) lead triggered a lead safety switch from bipolar to unipolar configuration due to high out of range pacing impedances greater than 3000 ohms. The minute ventilation (mv) sensor was oversensing the impedance noise triggering the signal artifact monitor (sam) to switch sensing to the ventricular channel. The lead was checked and had no capture in bipolar, however unipolar capture was good. Technical services discussed the possibility of this being an under-inserted lead, and the field representative said that it was unlikely that the physician would go back in to evaluate. The plan was to turn the mv off, and keep the device programmed to unipolar pacing. The system remains in-service. No adverse patient effects were reported.